Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that three days after initial implant, the right atrial (ra) lead exhibited high thresholds, no sensing of p waves at maximum sensitivity, and sensing of r waves. It was determined that the ra lead had dislodged and dropped into the right ventricle. The lead was repositioned with reprogramming, and remains in use. No patient complications have been reported as a result of this event.